Manufacturer narrative:
The customer reported that, while attempting to operate the autopulse platform (sn (B)(6) the device repeatedly displayed a "pull the belt" message despite multiple attempts to initiate use, which was confirmed during the archive data review but not during functional testing. During testing, the platform performed as intended. The likely root cause of the reported complaint was the patient not being correctly oriented on the autopulse platform or shifting, which is likely an unintended user error. According to the archive, upon powering on, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the event date. The load-sensing system detected a weight imbalance between the two load cells. The patient was positioned more toward load cell 1 (the patient's right-hand side), which prevented the platform from initiating compression. The user advisory notifies the user to check patient alignment and pull up lifeband. The user attempted to clear the advisory by repeatedly cycling the power; however, the ua07 persisted. The user managed to reposition the patient correctly (center of the platform), which cleared the ua07. The platform performed 245 compressions and then stopped due to ua02 (compression tracking error). As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not sense the expected increase in load. Based on the archive, both the take-up target and the max load sum parameters indicated that the patient is large and stiff to compress. Ua02 error might be related to one side of the lifeband being twisted and becoming jammed in the roller/skirt area. The platform can pull in the material on that side, but the patient's chest recoil will not be forceful enough to push it back out, which has caused the ua02 error. The platform displays these user advisories when the patient or lifeband is out of position; however, they are clearable. Further review of the archive data showed the user has replaced the lifeband with a different one. However, during this process, the encoder shaft of the platform may accidentally rotate out of the home position. As a result, the platform powered on and displayed the ua45 (not at "home" position after power-on/restart) error message, most likely due to unintended user error. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position, or the patient/manikin is not correctly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. Per the autopulse® hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good, known test batteries, without any faults or errors. The autopulse platform passed final testing without any faults or errors.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The customer reported that, while attempting to operate the autopulse platform (sn (B)(6), the device repeatedly displayed a "pull the belt" message despite multiple attempts to initiate use. After replacing the autopulse lifeband (lot# unknown), the device became operational after performing additional attempts. During troubleshooting, manual CPR was administered. The patient subsequently passed away; however, this outcome was not attributed to the device performance.